Event description:
Consumer called to report getting high readings with his meter, had it compared ota lab reading. Analysis run on clark error grid using lab, reading (47) as reference point us. Bd readings (82) yielded some data points in the d range of the grid, outside acceptable limits.